Manufacturer narrative:
Information was entered in error into d10 and h3; there are not changes from the initial report. Product evaluation: the device was not returned for evaluation, but a photo of the device was provided. The photo shows that the tip of the driver is fractured. The complaint is confirmed. DHR review: the dhrs for lot # a2667309a and lot # a2701901a were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimmer biomet¿s control. Potential root cause: tip fracture or stripping of the final screwdriver shaft can occur when the driver is over torqued or when force is applied off-axis.

Event description:
It was reported that two instinct java screwdriver tips fractured during the operation. The broken pieces were retrieved and the same type of instrument was used complete the case. There was no reported patient harm. This is report one of two for the event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2020-00064.

Event description:
It was reported that two instinct java screwdriver tips fractured during the operation. The broken pieces were retrieved and the same type of instrument was used complete the case. There was no reported patient harm. This is report one of two for the event.